Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient is going through radiation therapy 5 times a week and has seen por on the patient programmer at least 4 times now and the ins shuts off. It was reviewed with the patient that the ins is designed to shut off when por happens. Patient stated she puts the ins into MRI mode for radiation. Patient was going to have their hcp contact the manufacturer to review the information. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding their implantable neurostimulator (ins) for spinal pain. It was reported that the therapy has stopped due to power on reset (por). Caller states she started radiation for breast cancer yesterday. She turned the ins off and then after the therapy turned the ins back on. Last night she noticed she was in a lot of pain. When she went to turn the ins back on she was seeing informational por screen. Troubleshooting was performed and information was reviewed regarding steps to clear por with the patient programmer with success. Patient's therapy resumed and was adequate. Caller mentioned she puts her device into MRI mode for surgeries and treatments. No further complications were reported.